Event description:
On (B)(6) 2012, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After deployment of the trunk-ipsilateral leg component, the physician placed the contralateral leg component into the contralateral gate and deployed the component. After removing the delivery catheter, it was noticed that the leading end of the catheter had disconnected from the rest of the delivery catheter. A snare was used to retrieve the fragment from the left common iliac artery. The pt tolerated the procedure.

Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs.